Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range, high voltage lead impedance was observed on the right ventricular channel. Programming changes were made. Patient is in stable condition and will continue to be normally monitored.